Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/05/2016 device evaluation: the pump has been returned and evaluated by product analysis on 03/25/2016 with the following findings: a review of the black box data showed call service 060 (time/date end of life indicator) alarms after a time and date reset to default settings. Two call service 064 alarms with high force were observed occurring due to occlusion. During testing, the time and date were observed to be set correctly. The pump successfully passed the ez prime steps. The pump cover was opened and no internal defect was found. The complaint was not duplicated during testing. Unrelated to the complaint, the battery compartment was observed to be cracked.